Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for bias current error low, which could result in unintentional activation of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for bias current error low, which could result in unintentional activation of the device. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.